Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u63) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator had a graphical user interface (gui) blank display with a gui inoperable message displayed. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Additional information was received on 2017-08-29. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator had a graphical user interface (gui) blank display with a gui inoperable message displayed. It was reported that the ventilator was completely off. A high pitched alarm was heard. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.